Event description:
During a follow-up, an increase in capture threshold, a decrease in impedance and low sensing were observed. The physician chose to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.